Manufacturer narrative:
The reporter's meter was returned for investigation. Since all patient-related data was deleted, no analysis could be made. Each operator can change the date/time by configuring the system. So it cannot be excluded that the date/time has been changed by mistake and the result has a different timestamp when deleting, all entries are overwritten with zeros for safety reasons, so that no further examination with the instruments is possible. The error could not be reproduced, no error could be found. The meter works within specification. Medwatch fields d10 and h3 have been updated.

Manufacturer narrative:
The country of origin is (B)(6). The investigation is ongoing.

Event description:
The initial reporter complained of a missing glucose result with an accu-chek inform ii meter. The customer was not sure if meter serial numbers (B)(4) was used. Around 12:00 p.m. The meter result was 178 mg/dl. The meter was inserted into the docking station, and it was noted that the result wasn¿t transmitted to electronic medical record. After the nurse tried to check the measurement time, she couldn¿t find the measurement in either meter. The qc passed on both meters that morning.